Event description:
It was reported that during an percutaneous transluminal coronary angioplasty/rotational atherectomy procedure, a perforation and subsequent death occurred. The lesion being treated was located in the very calcified and tortuous mid left anterior descending (lad) artery. The physician began to ablate the lesion and a dissection and perforation occurred. The physician attempted to treat with a 2.5 unspecified bare metal stent and a 3.0mm non-bsc stent. However, the physician then noted a hematoma and a leak and decided to take the patient to surgery. A left internal mammary artery (lima) to lad bypass was performed, and the patient did well. Three hours post-operatively the patient was taken back into the or emergently for a ventricular preformation. She never recovered and died 9 days pst-operatively from surgical complications. In the opinion of the physician, there was no issue with the burr and that it worked as intended.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.